Manufacturer narrative:
Date of event: month and year valid. Analysis for the mainframe found that the device was received in good cosmetic condition. Current software version v2.1.0.0 gui:v201 4.11.11.921 dsp:v2014.2.12.833 is the most recent version. The mainframe has been successfully tested according manufacturing specifications. Analysis for the patient interface found that the customer complaint has been confirmed. Stim 1 doesn't work due to main pcb failure. The assembly clips are loose and the wave washers are worn as well. The main pcb has been replaced. The wave washers have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the nerve monitoring device was not working properly. There was no patient impact.